Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer had a low reading of 40 mg/dl when he woke up. The customer stated that he has been dealing with low readings for years. The customer stated that he ate cornbread as his snack at night. The customer stated that broiled meat upsets his stomach. The customer also stated that he had high readings of up to 400-500 mg/dl when his family gave him lantus. The customer stated that he is doing fine at the moment.